Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix mesh (device #2). A supplemental emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip on (B)(6) 2009 and phasix on (B)(6) 2017. As reported, the plaintiff is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2016. Attorney also alleges wrongful death of the patient on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.